Event description:
Customer called to report a fluid leak during prime of a procedure. Name and function of complainant: same as reporter. Customer realized puddle of fluid on the floor near three bags at the front of system at the end of prime; no patient connected. Customer attached a saline bag instead of the patient in order to carry out a first cycle: no issues. Cts asked customer to verify whether there was a leak anywhere: not visible. Cts asked customer whether fluids could stem from other source: customer denied. Customer connected patient. Treatment ongoing, in 4th cycle. Customer to call back if there were any issues. No issues reported for remaining of the treatment nor after treatment. Customer did not return product for investigation.

Manufacturer narrative:
Batch record review of lot b712 was conducted. There were no non conformances associated with this lot. Lot met release requirements. Complaint lot review conducted and no additional complaints for any leaks were reported to date for this lot. No trends were detected. The assessment is based on information available at the time of the investigation. No product return was received from the customer for investigation. The root cause for this complaint cannot be determined based solely on the information provided by the customer. (B)(4).